Manufacturer narrative:
Date of event: approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7083069/7083518.

Event description:
It was reported that the patient had an infection at the ipg site with a symptom of drainage. The patient underwent an explant procedure and the patient was doing well postoperatively. All explanted device components were discarded by the facility.